Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp and other off label insulins. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issues, therefore no additional information was obtained.